Event description:
Reported through the ethicon-surgery nurse customer advocate (el). A shoulder repair, undefined fastin anchor, and sepsis is reported. This is all of the information supplied so far. There are questions out for further detail and clarity.

Manufacturer narrative:
Sixty days have passed since this issue was reported to mitek, and to date, despite many outreaches to the event reporter, contact could not be established. No additional information other than what was originally reported has been received. We cannot tell anything from this, we cannot discern what the issue was. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.